Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 450 mg/dl, 229 mg/dl, hi (greater then 600 mg/dl), and 144 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.